Event description:
It was reported that patient presented in clinic on (B)(6) 2017 with high capture thresholds observed on both the right and left ventricular leads. Programming changes were performed and further testing was done to evaluate the changes. The patient will continue to be monitored with routine follow-up. There were no patient symptoms reported.